Event description:
The customer reported the system shut down without command attributed to a fast stop error message. There is no reports of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.